Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced bilateral deflation on breast implants. As a result, the patient underwent bilateral removal and replacement with saline mentor breast implants of unknown type on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2019-08378 for contralateral prosthesis.